Event description:
The home patient (hp) reported being hospitalized for dehydration while using the homechoice cycler for apd therapy. The hp reported hp was hosptialized for deyhdration for 2 days during event month, after which their healthcare professional (hcp) reduced the percentage of dextrose concentration used for apd therapy. The hp was using a mixture of (2) 2.5% and (1) 1.5% dextrose solution bags for apd therapy prior to hospitalization. Afterwards, the prescription was changed to a (2) 1.5% and (1) 2.5% dextrose solution mixture. According to the hp, their condition improved with the prescription change, however, hp was still occasionally dehydrated. The hp relates that after the prescription change, pt visited the hospital on four separate occasions for dehydration during the month of june and received saline injections through a preexisting medication port in their chest area. The hp relates hp was not admitted to the hospital after receiving the saline injections, but returned home the same day.